Event description:
(B)(4). Initial report: this case was reported by a customer and involves a female born in (B)(6). She had been treated with poly-l-lactic acid (sculptra, three times) and suffered from nodules (without pain). Outcome: unknown. Addendum for follow-up received 05-sep-2008. Assessment after ptc investigation: batch record review without hint to root cause. No faults, defects, damages detectable.